Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Lot number 2402082. The customer states that there have been multiple of this lot number. The stopper at the end of the pull mechanism fails leaving the syringe to fully extend and break in two. The syringe was in use in our outpatient's clinic being loaded with botox. The stopper did not activate which broke the  syringe in two spilling the botox on the floor.

Event description:
No additional information.

Manufacturer narrative:
R 11083016 follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A comprehensive review of the history of syringe 1ml ls sp120 lot 2402082 was conducted, which indicated no deviations or non-conformities linked to the alleged defect. Six retained samples were submitted for additional assessment, and visual inspections revealed that none of the defects could be replicated. Each syringe's plunger movement was tested to confirm that it remains securely positioned within the cylinder without any displacement. Additionally, tests for break-out and maintenance force, along with silicone content analysis, were performed to ascertain whether silicone levels exceeded the specified threshold, which could potentially lead to the plunger becoming dislodged from the cylinder. The results align with the established specifications. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.